Event description:
Major pump unit(s) involved: blood pump; device thrombosis.additional text: thrombosed pump; thrombosed outflow graft & thrombosed pump.specific component(s) involved: other component malfunction, specify.additional text:other component: thrombosed outflow graft & thrombosed pump.causative or contributing factor: no specific contributing cause identified.other cause:intervention(s): replacement of external controller; replacement of driveline; replacement of inflow graft; replacement of outflow graft; replacement of pump.other intervention :implant device type: lvad.

Event description:
Major pump unit(s) involved: blood pump, device thrombosis. Specific component(s) involved: other component malfunction, specify.